Event description:
A break in the distal segment of the catheter was reported. Diagnostic testing/troubleshooting included dye study and x-rays. Per the reporter appeared to be a crack in catheter at spine/anchor level. The patient experienced underdose symptoms, lack of pain relief, less than 50% of therapy relief. The catheter was replaced. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver dilaudid.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).